Event description:
It was reported that the deep brain stimulation (dbs) patient experienced impaired healing due to scabbing and a slight opening at the implantable pulse generator (ipg) incision site. Therefore, the patient underwent a wound clean out procedure however, no antibiotics or medication were given to the patient. The patient was expected to fully recover postoperatively and nothing was implanted or explanted.